Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during daily checks, the cardiosave intra-aortic balloon pump (iabp) had a slow helium leak. There was no patient involvement reported.